Event description:
It was reported that during a sleeve gastrectomy procedure, at the third firing using a gold cartridge the staple line was totally open causing urgent suturing efforts. First two cartridges were green. According to surgeon the stomach was indeed thick but nevertheless he did not expect such a failure. The same endo cutter after replacing the gold cartridge was used to complete the procedure. Surgery was prolonged thirty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(6) device was returned in good visual condition and with five cartridges reloads present. The cartridges reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed as intended.